Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident where user reported an event where the cgm showed results that are different from glucometer measurements.no injury or medical intervention was reported.

Manufacturer narrative:
The user reported discrepancies between bg and sg readings. Escalation analysis indicated that the sysem exprienced a period of optical instability during the reported timeframe which most likely contributed to the the reported discrepancies. Data indicated that the system was stabilizing, thus the user was advised to continue using the system and perform calibrations as prompted by the system. The user was also educated on the best calibration practices to support optical system performance. The user accepted the guidance and no further action was required. Dms showed that the user was actively using the system.